Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00870, 3005168196-2017-00871, the hospital discarded the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00870, 3005168196-2017-00871.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while attempting to advance three smart coils through a non-penumbra microcatheter, the physician experienced resistance and the smart coils were unable to advance out of their introducer sheaths and into the hub of the non-penumbra microcatheter. Therefore, the smart coils were removed and the procedure was completed using the same microcatheter and new larger sized smart coils. There was no report of an adverse effect to the patient.